Event description:
Reported blood glucose results of 65 mg/dl and 119 mg/dl with a lifescan meter, performed within 20 minutes of each other. The pt did not have supplies to perform qc testing. Meter and test strips were replaced.